Manufacturer narrative:
A ge service representative performed an onsite investigation. The +5vdc/+/-12 vdc power supply was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system displayed security errors. Further info from the fse indicated that the system intermittently failed to allow fluoroscopic exposures and exhibited intermittent functionality. No pt serious injury or death was reported related to this event.